Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a "bad display" was confirmed during product evaluation. The root cause of this condition was assigned to spots on the main display. The main display was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.